Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had issues with transmitter and sensor. The customer's blood glucose was 410 mg/dl. The customer treated high blood glucose with insulin pump. The customer reported that transmitter did not blink when connected to sensor and blood at site. Troubleshooting was done. The customer declined to troubleshoot for high blood glucose. The product was not returned for analysis.